Event description:
On (B)(6) 2010, the pt was implanted with a trial lead for left leg pain. Following the procedure, it was reported that the pt felt stimulation in the opposite leg. An additional surgery procedure to reposition the lead yielded the same coverage results post operative. X-rays were taken which revealed that the lead had migrated down two vertebral levels. The issue was subsequently resolved with the placement of a new trial lead. The explanted device was returned to the manufacturer.

Manufacturer narrative:
Eval: conclusions: the lead passed all visual and functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.